Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a right ventricular (rv) lead was repositioned due to loss of capture found during normal check. No additional adverse patient effects were reported.